Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the electrode was broken the customer¿s blood glucose level was 70 mg/dl. The customer reported that the electrode was missing when they removed it from the body. The sensor will not be returned for analysis.